Manufacturer narrative:
Internal complaint reference: (B)(4).

Event description:
It was reported that during an acl reconstruction surgery, the tip of the biosure broke into pieces when it was inserted into the tunnel. All the broken pieces were retrieved from the patient with tweezers. The procedure was completed without surgical delay using a back-up device in the originally drilled bone hole. No further complications were reported. The patient current status is good.

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. There was a relationship found between the device and the reported event. A complaint history review found similar reported events. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. The instructions for use was reviewed and found to include conditions of off label use and technique specifics, as well as precautions and warnings related to the use of the device. A risk management review found that the reported failure was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the polymer found that the storage requirements for the material are specified, and the material must comply with provided percentage composition specifications as measured by ash test. A visual inspection of the returned device found that it is not in its original packaging. The distal tip of the device is fractured. There is debris in and on the device. Based on the condition of the product material found during visual inspection, additional material testing is not required. A single undated photo of a broken biosure supports the case. Based on the information provided, all the broken pieces were retrieved from inside of the patient with tweezers. According to the report, the surgeon completed the procedure without a surgical delay using a back-up device in the original bone hole without any other complications. Since the patient¿s was discharged from the hospital in good condition, no further clinical/medical assessment is warranted at this time. Should any additional relevant medical information be provided, this case would be re-assessed. The complaint was confirmed, and the root cause was associated with unintended use of the device. Factors that could have contributed to the reported event include excessive force on the device, excessive torque on the device, attempted correction of a damaged device, off-axis insertion, improper preparation of the insertion site, or an inadvertent impact event inconsistent with normal use. Please refer to the instructions for use for recommendations on proper use of the device and potential troubleshooting methods to prevent future reoccurrence of the reported event. No containment or corrective actions are recommended at this time.